Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 99% stenosed and calcified lesion was located in moderately tortuous mid left anterior descending (lad) artery. A introducer sheath and mach1 6fr guide catheter were used to access the lesion. The physician experienced difficulty crossing the lesion as he advanced the maverick2 monorail 1.5mm x 15mm balloon catheter for pre-dilatation, but was finally able to cross. The balloon ruptured at 6atms. The number of inflations and to what atms is unk. The procedure was completed with another MFR's device and a taxus 12mm x 2.5mm stent was implanted. There were no pt injuries or complications. The pt's status was reported as "good."

Manufacturer narrative:
(B)(4).